Event description:
Boston scientific received information stating: physician queried capture of the lv lead. Physician to review and patient booked for a 6 week appointment. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).